Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer received multiple, intermittent cartridge alarms (cartridge alarm 19) with multiple cartridges during the load process. Customer reverted to manual injections; however, while on manual injections, the customer experienced an elevated blood glucose level of 600 mg/dl. It was indicated that the customer will continue using manual injections for diabetes management.